Manufacturer narrative:
Concomitant product(s): product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) was turning on and off. The manufacturer representative (rep) alleged this to be related to the adaptive stimulation (as) feature. This was going to be investigated during the upcoming programming session. Positional changes were also mentioned and would be evaluated during as programming evaluation. Impedances were checked and found to be okay and there were no issues with recharging. Follow-up determined that the as feature was turned off and the system was reprogrammed. The rep was scheduled to see the patient in 2 weeks for follow-up to see if there were any issues with the reported problems. No other information was known. This event will be updated if additional information is received.

Manufacturer narrative:
(B)(4).